Manufacturer narrative:
Device remains implanted.

Event description:
A patient reportedly underwent revision surgery to address four migrated xia screws. Prior to revision, the patient reported experiencing pain on the left side. This report will capture the first of four xia screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient reportedly underwent revision surgery approximately one and a half months post-operatively to reposition four migrated xia screws. Prior to revision, the patient reported experiencing pain on the left side. This report will capture the first of four xia screws.